Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the handle was squeezed and the jaws would not open. The handle returned to what seemed to be full opened position, however, the jaws remained closed. The rep uncertain if the device had been fired on tissue. The device may have been pre-fired. Another device was used to complete the procedure without any impact to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time..